Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a lead implantation procedure, the right atrial (ra) lead became dislodged twice and the helix would no longer extend. A different ra lead was used instead and the patient was stable.